Event description:
Please find attached third product complaint regarding tin3015 jamshidi illinois aspiration needle 15g. Previous complaints were logged under ref. (B)(4) and ref. (B)(4). As I said this is the third product complaint, received from the same customer, relating to the same product. We already have a box awaiting tnt collection tomorrow. Could this be please escalated as it looks like every month we receive the same complaint. Could I ask you to check your records and retention samples and advise if any other complaint has been recorded and what corrective actions have been undertaken please. We need to communicate findings with our customer, it¿s been two months since we logged the very first complaint and we haven't heard of any investigation findings.

Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation: no photos or physical samples of lot 0001379319 which display the reported condition were received for investigation. A device history review was performed and found no non-conformances related to this issue for lot 0001379319, all procedural and functional requirements were verified to have been properly met prior to release of the product. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer narrative.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available.

Event description:
Please find third product complaint regarding tin3015 jamshidi illinois aspiration needle 15g. Previous complaints were logged under (B)(4) and (B)(4). As I said this is the third product complaint, received from the same customer, relating to the same product. We already have a box awaiting tnt collection tomorrow. Could this be please escalated as it looks like every month we receive the same complaint. Could I ask you to check your records and retention samples and advise if any other complaint has been recorded and what corrective actions have been undertaken please. We need to communicate findings with our customer, it¿s been two months since we logged the very first complaint and we haven¿t heard of any investigation findings.